Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states during routine tha, we inserted the cup and tried to remove the shaft. The small pin had broken, making the black plastic rotating shaft unable to be removed from the cup. We had to use pliers and wide grips to unscrew cup from inserter handle. The product was assessed by bioengineering and a report was received stating: the failure of the cross pin breaking is possibly due to excessive force/torque being transmitted into the pin via the rotation knob by means of applying the torque by use of a tommy bar. A design change has been implemented however this did not rectify the failure mode. (B)(4) was carried out and based on this review there are no design improvements suggested that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
During routine tha, we inserted the cup and tried to remove the shaft. The small pin had broken, making the black plastic rotating shaft unable to be removed from the cup. We had to use pliers and wide grips to unscrew cup from inserter handle.